Event description:
The customer reported that the device activated correctly but there was no coagulation. There was no pt injury. No further details are available.

Manufacturer narrative:
(B)(4). The sample has not been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.